Event description:
The customer reported that they can no longer hear the philips intellivue information center (piic) alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.